Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the stimulators was removed in (B)(6) 2017 due to an infection. They are not sure which stimulator this event is associated with and have no additional information to provide. Refer to manufacturer report #2182207-2020-03001 for related device.